Manufacturer narrative:
Lumenis contacted the user facility directly to obtain additional information. The complainant indicated that the operator experienced "on and off" during procedure. According to the biomed, finally, the system came out of the intermittently shutting off situation and they were able to finish the case with the same subject device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 25-oct-2015 and installed at the customers site on 3-dec-2015. A review of subject device risk management files ((B)(4)) revealed risk # (B)(4). System failure leading to prolonged procedure/re-operation is a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. A review of subject device service log revealed that on the (B)(6) 2019 twenty three (23) days before the alleged case, the user facility complained on "display and key switch issues". Lumenis offered service, but there was no response from customer (neither payment or confirmation of dates) thus the service was not done by lumenis. On (B)(6) 2019, nineteen (19) days after the alleged case, the user facility complained of "intermittently shutting off, display and key switch issues". In both cases, there was no indication that the malfunction occurred during a procedure. On the 16-jul-2019, a lumenis service engineer visited the site. Unable to duplicate any reported, "intermittently shutting off, display and key switch issues ". According to the biomed, a non lumenis engineer visiting the site prior to the lumenis engineer. Lumenis engineer believes they probably replaced display and key switch. Thus, a proper examination of the alleged malfunction, in order to establish the root cause of the failure, could not be accomplished. Upon completion of the evaluation, the engineer found the laser in a case saver mode, which was not related to the complaint, case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability. The engineer ordered a new hvps and then returned to replace it. After testing the entire system, the laser was found to have met manufacturer specifications and was returned to the facility safe and operational. A review of subject device lumenis versapulse powersuite 100w laser labeling (0637-117-01 rev.k versapulse powersuite op manual) revealed user instructions "if any fault conditions are encountered during laser startup and self-test, refer to the "troubleshooting guide" in the maintenance section of this manual." And "annual laser maintenance preventative maintenance, safety, power, and calibration checks should be performed annually by a lumenis-certified service engineer to ensure proper laser performance" and "all laser repairs should be performed by a lumenis-certified service engineer". In addition there is a caution "always verify that the desired treatment values are displayed on the control screen before initiating treatment.if there is no change in display values when the control screen or remote control selectors are pressed, or if the control screen appears otherwise erratic, do not use the laser. Contact your local lumenis service representative. It looks like the user facility acted in contrast to the user manual, they serviced the system by a non lumenis engineer and they used the system on the day of the event, when it was already known for twenty three (23) days that the system could not be used and needed to be serviced. In the reported case, the procedure was completed with the same subject device and no harm to the patient. In addition, this alleged malfunction would not likely lead to serious injury, thus the malfunction is not reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report mw5089189. Since, as already mentioned above, a proper examination of the alleged malfunction, in order to establish the root cause of the failure, could not be accomplished. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
Lumenis received user facility submitted medwatch report (mw5089189) on 04-sep-2019 regarding an event that allegedly happened on the (B)(6) 2019, in which the description reads "laser was used during left uretherscopy laser lithotripsy, stone extraction malfunctioned, switching on and off. No harm to patient. Procedure completed without complications."